Event description:
It was reported that the patient presented in-clinic for a pocket revision procedure as previously it was noted that the implantable cardioverter defibrillator (ICD) had migrated. As a resolution the ICD was explanted and replaced. The patient condition was stable.